Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a complete lead was returned in one piece. Visual inspection found full breach outer insulation degradation adjacent to the connector boot.

Manufacturer narrative:
Correction: e4: field should be marked "no". Correction: h3: field should be marked "yes", with "evaluation summary attached" field marked.